Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which was reproduced with isometrics but only a little on the rv. The noise was not oversensed. There was an episode of ventricular fibrillation (vf) with successful anti-tachycardia pacing (atp); however, there was no rate/sense or shock electrogram during detection. All other lead measurements were within normal limits. It was noted the patient is pacer depended and there was pacing inhibition greater than two seconds, then therapy was delivered. Technical services (ts) discussed the device is sensing something most likely noise. There were non-sustained ventricular tachycardia episodes which also indicated noise. Ts indicated this is a potential lead and/or connection issue that caused the pacing inhibition and inappropriate therapy. Ts also discussed trouble-shooting options. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.